Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (b)(5) 2014.

Manufacturer narrative:
The alert date for this report is (B)(6) 2013 as previously reported.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the returned battery cap was unable to fully tighten due to battery compartment crack and stripped battery cap threads. A test battery cap was used and was also unable to fully tighten. A power loss was duplicated due to caps detaching. Investigators were unable to perform a 24 hour exercise due to intermittent power condition. There were multiple power on reset events observed in black box on (B)(6) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Unrelated to the complaint the keypad was worn and the display lens was found to be scratched. (B)(6).